Event description:
A customer reported that during a vitrectomy procedure the vitreous cutter stopped working. After they exchanged the probe, there were some problems priming. They continued by exchanging the cassette and rebooting the system and then the procedure was completed. There was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).